Event description:
Nurse stated that she gave an insulin injection and failed to fully engage the safety shield. She placed the needle down in k-basin to carry to the sharps container. She picked up the product by the exposed needle end and sustained a needle stick injury. The patient the product was used on was hiv positive. The nurse is currently receiving pep treatment protocol.